Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse confirmed a leak at the distribution valve (dv) caused the high cv's for the mals parameter and incomplete diff and nrbc results. The fse reported approximately 10 mls of contained fluid leaked from the instrument. The fse was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. The fse found that the seal on the dv was loose. The fse tightened the seal resolving the event. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported high cv's (coefficient of variance) on the medium axial light scatter (mals) parameter for differentials (diffs) and intermittent incomplete (non-numeric results) diff and nucleated red blood cell (nrbc) results on a unicel dxh 800 coulter cellular analysis system during normal instrument operation. There were no error messages reported by the customer at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.